Event description:
During preliminary manufacturing test, the device underdelivered. The device delivered a measured volume of 16.7ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%).

Manufacturer narrative:
The device was received. Investigation is not complete. The underdelivery event that the device is being reported for was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case. This report represents all the information knowny by the reporter upon query by hospira personnel.